Manufacturer narrative:
Our internal review of lot up100143 processing history was unremarkable. Lot up100143 was aseptically processed, terminally sterilized within process parameters, and met qc release criteria. One other complaint that did not involve serious injury has been reported against lot up100143. As of (B)(6) 2018, of the (B)(4) devices released to finished goods for lot up100143, (B)(4) devices were distributed with one other device that has been reported to be implanted. A follow up medical device report will be sent as the conclusion of this investigation is pending evaluation of the returned specimen.

Event description:
It was initially reported to allergan that a female patient who underwent one stage breast reconstruction on (B)(6) 2018 presented with a postoperative infection. Two and a half weeks post surgery, the patient was seen for mastectomy flap necrosis when skin was removed and closed back up. The patient was scheduled for removal of the implant and artia mesh. The surgeon provided additional clinical follow up information. This case involves a bilateral pre-pectoral direct to implant reconstruction. One 16x20 cm artia mesh was placed per side. The patient presented with a postoperative periprosthetic infection on her left side. The right side presents with delayed healing of mastectomy skin, but no infection developed and no lot number was reported for the right side. Two drains were placed per breast for four weeks. Onset for this event is (B)(6) 2018. The surgeon removed the left breast implant and artia mesh on (B)(6) 2018. The patient is currently receiving IV imipenem as outpatient and a left breast drain is in place.

Manufacturer narrative:
The complaint related artia mesh, up100143-003 , was returned to allergan and forwarded to the histology lab on 05 september 2018 for further analysis. As per the pathology consult report, accession (B)(4), microscopic description, (B)(6): the sections show acellular graft material with surfaces exhibiting sparse chronic and acute inflammatory cells amid mild fibrosis and degenerative changes. One section of the actual graft material also shows degenerative change with a sparse infiltrate of inflammatory cells. The remainder of the graft sections show no inflammatory infiltrate or fibroblastic ingrowth/incorporation of the graft. Special stains for bacteria (b&b stain) and fungi (gridley) are negative for organism. Elastin (vvg) stain shows only sparse elastin fibers, consistent with porcine origin (see attached pathology report). Conclusion: evaluation of the returned artia mesh was consistent with a mesh that has been removed several weeks post date of implant. Special stains for bacteria and fungi were negative for organisms. As per our internal review of the device processing history, lot up100143 met qc criteria for product release with no deviations or nonconformance related to the event. As previously reported in section h.10 of the initial report: our internal review of lot up100143 processing history was unremarkable. Lot up100143 was aseptically processed, terminally sterilized within process parameters, and met qc release criteria. One other complaint that did not involve serious injury has been reported against lot up100143. As of 20 august 2018, of the 51 devices released to finished goods for lot up100143, 43 devices were distributed with one other device that has been reported to be implanted. A follow up medical device report will be sent as the conclusion of this investigation is pending evaluation of the returned specimen. - attachment: [ (B)(4) mra pathology report.pdf]

Event description:
This report represents follow up report #1. As initially reported, a female patient who underwent one stage breast reconstruction on (B)(6) 2018 presented with a postoperative infection. Two and a half weeks post surgery, the patient was seen for mastectomy flap necrosis when skin was removed and closed back up. The patient was scheduled for removal of the implant and artia mesh. The surgeon provided additional clinical follow up information. This case involves a bilateral pre-pectoral direct to implant reconstruction. One 16x20 cm artia mesh was placed per side. The patient presented with a postoperative periprosthetic infection on her left side. The right side presents with delayed healing of mastectomy skin, but no infection developed and no lot number was reported for the right side. Two drains were placed per breast for four weeks. Onset for this event is (B)(6) 2018. The surgeon removed the left breast implant and artia mesh on (B)(6) 2018. The patient is currently receiving IV imipenem as outpatient and a left breast drain is in place.